Event description:
The lay user/patient contacted lifescan (lfs) in 2008 and alleged that a onetouch ultrasmart meter was giving inaccurate high results. The medical affairs specialist (mas) sent the follow-up question to the customer service agent (csa) to ask the patient and verified the following information. Four days prior, at around 10:00 pm, the patient had reportedly taken a set amount, 33 units of insulin glargine. She had tested her blood sugar at around 1:00 am that night and received a result around 8.0 mmol/l to 9.0 mmol/l on the alleged meter. Three days prior to original date, at around 4:00 am, the patient's boy friend found her "unconscious and she was having convulsions". The ambulance was called. Before the ambulance arrived, the boy friend tested her blood sugar on another meter and received a result of 5.0 mmol/l. The ambulance arrived and tested her blood sugar and received a result around 2.0 mmol/l. They administered some glucogel, but the patient did not regain consciousness, therefore, they put her on a glucose drip to treat her. She was taken to the hospital, where she was again administered some glucose through drip and was also injected unknown insulin. The patient indicated that her doctor stated the glargine insulin might have caused her blood sugar dropping down that night. After the reported issue, the patient is now advised to take glargine insulin everyday at 6:00 am rather than 10:00 pm. The patient indicated that if she would receive a lower result at around 1:00 am that day when she tested her blood sugar, she would have eaten something and probably could have avoided developing alleged symptoms. The patient reported blood glucose results of "12.7 mmol/l" with the lifescan meter and 9.2 mmol/l on another meter, performed within 10 minutes of each other. Lifescan cannot confirm an inaccuracy based on this data, as the comparison is made to a non-calibrated reference method. However, if calculated, the difference between these results falls within the b zone based on the consensus error grid analysis. It is unknown whether the patient was using correct technique to test or not. The customer service agent (csa) verified that the patient was cleaning the puncture area correctly and the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported, as the patient alleged receiving inaccurate high result on the reported meter and later, reportedly experienced symptoms suggestive of severe hypoglycemia. Diabetes care management: the patient tested her blood sugar about five times daily, at 6:00 am, midday, 4:00 pm, 8:00 pm and midnight. She normally takes 10 units of novorapid insulin before breakfast, lunch and dinner. And if her blood sugar reading is over 12 mmol/l, she takes additional 2 units. She also takes 33 units of glargine insulin daily. Prior to the reported incident, she was taking it at around 10:00 pm. After the reported incident, she is now advised to take it at around 6:00 am.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.